Event description:
Customer reported a past high blood glucose event, although the exact value was not specified, as the display only showed "high". Cause was not known. Customer attempted to resolve the issue with a correction bolus via pump and was experiencing frequent high blood glucose levels but declined further assistance after consulting with clinical support services. Technical support recommended the customer consult with a healthcare professional to discuss potential factors affecting blood glucose levels.